Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be stretched and flattened. It is unknown how or when this damage occurred. A leak was observed in the external portion of the soft cannula. A tear was observed at the site of the leak. It is unknown how or when this tear occurred. It could not be determined if this damage contributed to the reported event. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The patient reported bruising while wearing the pod on the patient's abdomen for between 24 and 36 hours. As treatment, a correction dose of 0.5 units was delivered.